Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for evaluation and analysis. Multiple follow-up attempts were made regarding the status of the patient. However, no additional information could be obtained at this time. No injuries were reported. The assignable cause of the load not recalled issue was due to user error. The load was released before the healthcare worker realized there was a printer issue and the printer was not printing the cancellation in red. The fse repaired the printer and the unit met specifications. Customer education was not provided as the customer self-detected the issue. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4). Load not recalled.

Event description:
A customer reported their sterrad 100s cancelled due to an injection system interrupt error. The cancelled cycle printout did not print in red and the associated load was released for use on a patient. The load item released was a storz camera. At this time there is no report of patient injury or infection. This event is reported to the FDA since the load from a cancelled cycle was released for use on patient(s). Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.